Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatectomy procedure. The stapling device was being applied to the blood vessels. The stapler was not able to fire. The surgeon was able to squeeze the handle but was not able to press the green button. In order to resolve the issue and complete the case changed to a new device. There was no patient harm. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.